Manufacturer narrative:
Title: early percutaneous valve failure within bioprosthetic tricuspid tissue valve replacements citation: catheterization and cardiovascular interventions 82:428¿435 (2013) authors: james bentham, md, shakeel qureshi, md, andreas eicken, md, john gibbs, md, george ballard, md, and john thomson, md date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review of four medtronic bioprosthetic valves implanted off-label in the tricuspid position in three patients. No serial numbers were provided in the literature. Case 1: a (B)(6) male patient, who had a non-medtronic valve implanted four years prior, presented with severe tricuspid regurgitation. A medtronic 24-mm melody valve (pli-10) was implanted inside the existing valve, resolving the tricuspid incompetence. At 2-week follow-up tricuspid incompetence and tricuspid stenosis was evident, which progressively worsened to severe tricuspid regurgitation at 1-month follow-up. At 3 months post-operative, the valve was explanted and successfully replaced by a medtronic 29-mm hancock ii valve. Examination of the explanted melody valve showed evidence of severe leaflet thickening with retraction of the leaflet structure and complete loss of coaptation. There was no histological evidence of infection or immunological reaction other than giant cell formation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.